Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was also reported that patient underwent mesh revision/removal in 2009 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient experienced yeast infection, vaginal itching, dysuria, foul smelling discharge, bacterial vaginosis, cervical lesion, cervical cancer, bladder spasm, urinary tract infection, rectocele, cystocele, dyspareunia, enterocele, urinary urgency, and urinary frequency. It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal pain, 1month cramping, some postcoital bleeding, and vaginal suture erosion.